Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the glucose meter failed. The blood glucose reading was 518 mg/dl, and that customer treated with 13 units of insulin. The customer did not experience any symptoms of high blood glucose. The most recent blood glucose reading was 308 mg/dl. The customer stated that all settings and programming in the insulin pump were accurate. The basal rates were also accurate. No alarms occurred since the high blood glucose levels were noted. She declined to perform the high pressure test. She did not know what caused the high blood glucose. She was advised that tubing clamps would be sent in order to complete the troubleshoot process. She mentioned a past no delivery alarm which had previously been resolved by a complete infusion set, reservoir and insulin change. She declined to return the supplies for analysis. Nothing further reported.